Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that this ra lead had exhibited elevated impedance and threshold measurements. No additional adverse patient effects were reported. Additional information received clarified that the ra lead was explanted, not surgically abandoned. No additional adverse patient effects were reported. It was unclear whether the lead would be returned, as it was retained by the facility.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that this ra lead had exhibited elevated impedance and threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.